Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The pump also passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a crack on the reservoir chamber. The patient's blood glucose at the time of incident was 412 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the physical damage to the pump. The customer confirmed that the pump had not been dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.